Event description:
The sales rep reported during a shoulder scope procedure using a vapr s90 electrode, in the area right above the suction hole of the electrode, the piece of metal faceplate appears to be melted inwards or missing. The missing piece was not found in the patient's joint space or elsewhere in the operating room. The surgeon used another like device to complete the procedure with no patient consequences.

Manufacturer narrative:
The complaint device was received and evaluated visually by mitek and will be forwarded to the device manufacturer. Visually the device shows signs of activation. The active tip has a section missing between 12 o'clock and 3 o'clock around the suction port. The rounded edges of the missing section indicate post activation failure of the device. There is a section of the ceramic missing around the suction aperture and there are cracks visible in the ceramic at both distal and proximal ends. Damage of this nature has historically been associated with tip burial during activation. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 343 devices that were released to distribution. If the manufacturer concludes that the damage was caused by a failure other than misuse of the device, a follow-up repot will be filed.